Manufacturer narrative:
Product analysis: it was determined at analysis that the stylus of the programmer was defective and would not respond to touch screen. It was also noted that the printer paper was out, the lower left and right bullets were worn. Errors were found in software history and the link electronic module (lem) board was defective. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not boot up anymore. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.